Event description:
While treating a patient with model 3100a, the operator noted that the plastic tube connector between the patient circuit and the bellows appeared to be loose fitting and that the bellows appeared to have a crack in it and leaking. The operator replaced both patient circuit and bellows assemblies, and patient treatment continued without compromise to the patient.